Manufacturer narrative:
The user facility reports were received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. An intermacs report was received which stated "device thrombosis, power spikes, device malfunction". Other intervention was listed as "heparin".